Manufacturer narrative:
An on site investigation was performed by mindray service engineer and no anomaly was found on the tm80 telemetry monitoring system and the benevision cms. The log files and the patient waveform were returned for analysis and it was found that at the 22:51:49, (B)(6) 2017, there was a "ECG lead off" alarm initiated and the ECG lead was reconnected about an hour and a half later (0:18:22, (B)(6) 2017). After the ECG leads were reconnected, the cms received "asystole" alarms. At 00:24:32, (B)(6) 2017, there was an operation "press the alarm mute" in the log, which indicated the alarm sound had been turned off at that time. According to above mentioned analysis ,we concluded that the tm80 and the cms were working properly. No malfunction was found.

Event description:
The customer reported that during (B)(6) at 10:00 pm to (B)(6) at 2:00 am, a patient died while being monitored with the tm80 telemetry monitoring system. The benevision central monitoring system did not alarm.